Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate sense channel. This noise was sensed by the device, and resulted in 3-4 seconds of asymptomatic pacing inhibition. The noise also fell into the vt therapy zone, and a non-sustained episode resulted. All lead measurements have remained within normal limits, and the noise could not be reproduced. A boston scientific crm technical services (ts) consultant recommended continued monitoring of the patient.